Manufacturer narrative:
Block b3 (date of event): date of event was approximated to (B)(6) 2009 (implant date) as no event date was reported. Block e1: this complaint was reported by the patient's lawyer. The device was implanted at (B)(6) by dr. (B)(6). Block h6: patient code 2348 captures the reportable event of unspecified injury. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block b3 (date of event): date of event was approximated to (B)(6) 2010, initial revision date, as no event date was reported. Block h6: impact code f1905 captures the reportable event of device revision procedure. Impact code f1901 captures the reportable event of anterior repair procedure in 2010. Impact code f12 has been used in the light of this patient seeking legal recourse for an unspecified personal injury related to the device.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted into the patient on (B)(6) 2009. As reported by the patient's attorney, the patient experienced an unknown injury. Boston scientific has been unable to obtain additional information regarding the event to date. Additional information received on october 27, 2022: the procedures performed on (B)(6) 2009 were vaginal hysterectomy, tension-free vaginal tape, anterior and posterior repair, cystoscopy and uterosacral suspension to treat a patient with prolapse and urinary stress incontinence. On (B)(6) 2010, the patient underwent a posterior division of tape and anterior repair procedures. On (B)(6) 2011, the patient underwent a division sling and cystoscopy procedures.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2009 (implant date) as no event date was reported. (B)(6). (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted into the patient on (B)(6) 2009. As reported by the patient's attorney, the patient experienced an unknown injury. Boston scientific has been unable to obtain additional information regarding the event to date.